Event description:
This device was returned without documentation from MFR. Facility would not return calls regarding this patient. Another cos have no information regarding this patient. Per the following physician's office, this system was removed due to infection. Selox sr 53, 1028232-2010-00045, selox sr 45, 1028232-2010-00046.